Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/04/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was tested on (B)(6) 2024. The results are below: the event log was reviewed and confirms that there was an abrupt power off during an infusion. This is seen by the log_event_on lines without a log_event_off with it. This occurred on lines 493 and 509. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.